Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 had failed and were not detected on bus. The field service engineer verified that all boards were presenting proper lights. The fse reseated all cables and wires, examined the pyxis bus cable, and cleaned the inseparable. The system was then rebooted, and operability was verified using the hardware testing application, which was completed successfully. The application was launched, and the customer accessed pyxis and tested functionality, which was confirmed to be working successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer 3.1 and 3.2 failed and was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.